Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a defective x-ray tube. Leakage at the x-ray window was identified within the welding line/process of the x-ray window during investigation. A defect could be confirmed by measurement of the characteristic curve for the large focus (f2), as this curve was found to be ascending and not high voltage stable. After disassembling the xta (x-ray tube assembly), oil was observed inside the x-ray tube insert compromising the vacuum housing and causing instability in the form of arcing. A siemens service engineer replaced the x-ray tube and returned the system to clinical use. No further errors have been reported. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a clinical procedure, the user received a hardware failure message and no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.